Manufacturer narrative:
Continuation of concomitant: 5076-52 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced diaphragmatic stimulation as a hiccup sensation due to the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.